Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged introducer sheath was confirmed but the exact cause is unknown. Two photographs were returned for evaluation of this complaint, one of the device labeling and one of the damaged introducer/dilator/sheath. The photo of the introducer/dilator/sheath showed the product being held in a gloved hand. A red circle had been annotated onto the photograph, highlighting the distal end of the sheath. The distal tip of the sheath appeared jagged with the material torn and bunched at the tip. Although hard to visualize in the returned photograph, it appeared that the distal end of the dilator may also contain some deformation. The exact cause of the damage could not be determined from the returned photograph. Possible contributing factors could include too small of an incision, a steep insertion angle, a poor transition of the introducer sheath to the dilator, or damage to the sheath prior to use. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that on (B)(6) 2025, 11:40 a.m. As prescribed by the doctor, a central venous catheter is inserted into the right upper arm via a peripheral vein under ultrasound guidance in the ward for multiple myeloma patients. During the process of inserting the catheter, the peripheral catheterization central venous catheter kit was used. After the medical staff checked that the product appearance was satisfactory, they began the catheterization operation. At 11:45 a.m., after the guide wire was successfully inserted, the operator began to feed the introducer sheath along the guide wire access route. After the introducer sheath was fed in by 3 cm, the operator felt that the resistance to feeding had increased, and the patient reported feeling pain. Slight adjustments to the angle of the sheath did not improve the situation. The operator immediately withdrew the intubation sheath and carefully observed the appearance of the sheath. It was found that the surface of the sheath was torn, and it was suspected that the torn surface of the intubation sheath had caused friction and resistance against the patient's blood vessel inner membrane. The operator immediately replaced the set with a good product and continued the intubation treatment. At 11:55 a.m., the intubation was successfully completed. A preliminary judgment of this incident is that the problem with the material of the intubation sheath caused the surface to tear after insertion. No further information was provided.